Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a typo I endoleak using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while loading the ruby coil, the hospital technician noticed the ruby coil was kinked; however, the physician decided to continue and use the kinked ruby coil. Subsequently, when the physician advanced the ruby coil into the target location, the physician noticed the ruby coil had not taken its intended shape within the vessel and decided to retract the ruby coil back into the introducer sheath. However, while attempting to retract the ruby coil, the physician noticed the ruby coil had unintentionally detached. Therefore, the physician used a balloon catheter to remove the detached ruby coil. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.